Event description:
The balloon was inserted pre-op and went onto internal trigger full augmentation during surgery. After surgery, the pump warned to ECG trigger and the balloon went into standby. The alarm, "check iab" sounded. When the iab was removed, there was a lot of blood in the balloon. (Event complications: none from the event - reported 6/11/97.) (Pt's current status: doing well-rpt'd 6/11/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typicalof that produced by calcified plaque during iabp.